Manufacturer narrative:
Concomitant medical devices: 5867-3m adaptor, implanted (B)(6) 2014; 5071 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead had dislodged and was dangling in the right atrium or superior vena cava (svc) area. Small p-waves were also observed. The lead was explanted and replaced. It was also reported that the left ventricular (lv) epicardial lead was exhibiting high thresholds. The lead was capped and a previously implanted second epicardial lead was put into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.